Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Report that this patient was presented back to the electrophysiology laboratory. This subcutaneous implantable cardioverter defibrillator device and electrode were explanted due to infection. No patient adverse effects were reported.